Event description:
It was reported during the procedure, erratic spo2 and rso2 readings were observed, fluctuating between 15 and 80. Initially, cerebral readings had been stable for the first hour but later became erratic, while renal sensor readings remained stable. There had been instances of bad or lost signals, accompanied by a yellow visual alarm. No baseline reading had been established before the procedure, and the patient's position change status was unknown. Two channels had been in use during the event. Importantly, no patient harm had occurred.

Manufacturer narrative:
Additional information: b5, g3 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use there were erratic spo2 and rso2 readings ranging from 15-80. The cerebral readings were stable for the first hour but then became erratic, while the renal sensor readings remained stable. No baseline reading was set prior to the procedure, and the patient's position change status was unknown. Two channels were in use during the event. There was no patient harm associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.